Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at home in bed and was woken up because their therapy turned off (implant battery was at 75%) and patient programmer showed informational por message. Caller said when therapy was off patient got all "twisted up". Therapy was turned back on, therapy showed on and okay. The circumstances that led to the reported issue were asked but unknown. The caller was redirected to por message was cleared successfully. Patient services reviewed for caller to notify hcp of por message.